Event description:
It was reported that the asymptomatic patient received inappropriate anti-tachycardia pacing therapies for the supraventricular tachycardia. The physician decided not to change the device settings and the patient would continue to be monitored.